Manufacturer narrative:
(B)(4). Retainer = black. Case type = ngp. The customer alleged insulin is not coming out (prime/fill anomaly) and the device is under delivering causing high blood glucoses on september 30, 2022. The device sed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracytest at .08705 inches. A water filled reservoir was used during testing. The water exited from the cannula tubing during priming/seating, fill tubing and fill cannula functions. No prime/fill anomaly noted. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under delivery anomaly noted during testing. The device was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electric board ), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, missing display window cover, and pillowing keypad overlay the device assed all functional testing. Under delivery, high blood glucose, and prime/fill anomalies are not confirmed. The formatted history file list the following programmed bolus deliveries for event date and reporting date: september 30, 2022 00:20 manual bolus normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8 september 30, 2022 00:29 manual bolus normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4 september 30, 2022 02:55 manual bolus normalbolusamountprogrammed = 0.6 bolusamountdelivered = 0.6 september 30, 2022 02:56 manual bolus normalbolusamountprogrammed = 0.2 bolusamountdelivered = 0.2 september 30 022 06:03 manual bolus normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 september 30, 2022 07:30 manual bolus normalbolusamountprogrammed = 0.4 bolusamountdelivered = 0.4 september 30, 2022 10:04 manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5 september 30, 2022 12:10 manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = 1 september 30, 2022 17:34 manual bolus normalbolusamountprogrammed = 5 bolusamountdelivered = 5 september 30, 2022 19:25 manual bolus normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 september 30, 2022 20:29 manual bolus normalbolusamountprogrammed = 2.5 bolusamountdelivered = 2.5 september 30, 2022 21:38 manual bolus normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 september 30, 2022 23:45 manual bolus normalbolusamountprogrammed = 2.3 bolusamountdelivered = 2.3, october 01, 2022 01:34 manual bolus normalbolusamountprogrammed = 1.4 olusamountdelivered = 1.4 october 01,2022 01:41 manual bolus normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 october 01,2022 02:42 manual bolus normalbolusamountprogrammed = 0.6 bolusamountdelivered = 0.6 october 01,2022 03:26 manual bolus normalbolusamountprogrammed = 0.6 bolusamountdelivered = 0.6 october 01,2022 05:44 manual bolus normalbolusamountprogrammed = 2.3 bolusamountdelivered = 2.3 october 01,2022 05:46 manual bolus normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 october 01,2022 07:12 manual bolus normalbolusamountprogrammed = 2 bolusamountdelivered = 2 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reports unable to prime the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.